Event description:
It was reported the device exhibited t-wave oversensing which reportedly resolved. No further information was available. No adverse consequences were reported.

Manufacturer narrative:
(B)(4).